Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times. There was no patient involvement, as the customer was utilizing manual injections for therapy at the time of the event. Reportedly, the customer would continue to utilize manual injections for therapy.